Event description:
It was reported that the patient experienced a shocking sensation when they would turn up the amplitude of their implantable neurostimulator (ins) past 3.10 volts. Specifically, when the patient turned up the ins too high and they moved in an "improper way" it sent a shock down their left leg. The patient stated that they turn the pulses and voltage down on the ins prior to changing settings they did not experience the shocking. It was noted that she had been shocked so much in the past 2 years that a neurosurgeon stated that it had damaged the nerves in the their leg. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 39565-65 lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: product typ lead product ID, 37743 lot#, serial# (B)(4), implanted: explanted: product typ programmer, patient. (B)(4).